Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us, and no gudid information exists.

Event description:
Arjo was informed about the event related to the enterprise 8000x bed. The customer reported that the patient called the nurse because they heard a crack in the bed while raising the backrest. The nurse noticed that the bed was at an angle and took the bed out of service. The bed was brought to the bed maintenance area straight after the incident. The patient did not sustain any injury. During the device inspection, the arjo technician found that the bed¿s backrest had detached from the frame, the backrest hinge was cracked, and the backrest gas spring had failed, causing the actuator to push the backrest sideways and bend the headrest. The bed was repaired by replacing faulty parts. The device was tested and was working as intended.

Manufacturer narrative:
The hinges are located at the left and right side of the bed and allow regulation of the angle of the backrest and knee section. When the hinge became loose and subsequently disconnects, a mechanical damage of gas spring (backrest damper) as well as backrest actuator may occur. The symptom of such failure is the collapse of the backrest section. The device malfunction was reviewed with the manufacturer, who concluded that the damage corresponds to wear typically resulting from a loose hinge screw, most likely due to inadequate tightening during assembly process of beds. To sum up, arjo device did not meet its specification since elements of the bed got damaged. The patient was involved in the event. No injury was sustained. This complaint was assessed as reportable due to an allegation of backrest hinges failure during use with patient.